Event description:
The customer reported that the device failed to deliver therapy. There was no negative pt impact reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.